Event description:
New information received notes that the implantable cardioverter defibrillator went into backup vvi mode due to an interrupted cybersecurity update, which was an expected device function. The patient experienced no adverse consequences after the device restoration.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic with phrenic nerve stimulation. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. Device restoration was performed.